Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues persisted, which they understood.